Event description:
Medwatch/ FDA user facility report # mw5109936 reported, the chest xray [revealed a] see through appearance; holes noted. When removed, the tube appeared to have a ballooned-out area; the patient reportedly had no symptoms and no known adverse events noted. The hospital representative reported, the intensive care unit (ICU) patient¿s diet progressed, and they did not need another tube placed; the patient was reported to be in stable condition.

Manufacturer narrative:
The actual sample from the reported event was returned for evaluation along with another sample belonging to a covid patient; due to one patient having covid it was not safe to open the biohazard bag to identify which patient the tube belonged to. Visual examination of the device was performed via photographs which confirmed that both samples exhibited ballooning and tearing (in different locations). As the samples were unable to be tested the event could not be confirmed as reported; therefore, the root cause is undetermined. The device history record for lot 30162261 was reviewed and the product was produced according to product specifications. All information reasonably known as of 28 jun 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.